Event description:
As reported, during PICC placement, the guidewire "frayed and separated from mandrel," requiring surgical removal. The used guidewire is expected to be returned to navilyst medical for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated to determine the last 3 lots of the reported item number shipped to the hospital in the past 6 months. A review of the device history records for the lots obtained through the shr (packaging lots) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) complaint report for september 2015 was reviewed for the bioflo PICC product family and the "guidewire fractured" failure mode. No adverse trends were indicated. Without receiving product for evaluation, the reported event cannot be confirmed nor can a root cause be determined. The guidewire is supplied to (B)(4). They have been notified of this event via a supplier corrective action report (scar) for information purposes. The directions for use packaged with the PICC device contains a warning: "precaution - if guidewire must be withdrawn, remove the needle and guidewire as a single unit." (B)(4).

Manufacturer narrative:
Although the used guidewire is expected to be returned to naviyst medical, it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).